Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging guidance. The patient's laa was a prior failed ligation, which caused accessing the anatomy to be very challenging. Venous access was obtained. Two (2) watchman fxd double curve access sheaths were attempted to gain access to the laa using a non-boston scientific (bsc) pigtail catheter but both attempts were unsuccessful due to the anatomy. Laa access was gained successfully using a watchman fxd single curve access sheath (was) with a non-bsc pigtail catheter and the was able to be placed coaxial for deployment of a 27mm watchman flx delivery system and closure device (wds). The wds did not meet release criteria, so it was recaptured once and subsequently redeployed and implanted after meeting release criteria. It was noted the posterior lobe of the laa was fully covered. There was no flow or leak visualized on imaging. The procedure was concluded, and the patient was discharged. At the 45-day routine follow up, computed tomography (CT) imaging revealed a potential closure device leak. The leak was unable to be measured. The physician plans to re-image the closure device in six (6) weeks to assess the leak. No further interventions were performed. The patient was discharged.